Event description:
It was reported via repair work order that the scale was fluctuating due to scale board malfunction. It was also reported that the nurse call system was missing the docker cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.